Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately calcified superficial femoral artery (sfa), after lesion pre-dilatation, supera stent was deployed in the target lesion without issue. After exercising the thumbslide and locks during removal, resistance was met and the stent became elongated and the tip detached. A buddy wire was used to snare and remove the detached tip. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned stent delivery system. The tip separation was confirmed. The difficulty removing and stent elongation was not confirmed as the stent remains in the patient and was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation determined that the reported difficulties and additional therapy/removal of the tip were related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.